Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00410.

Event description:
It was reported that a revision surgery was performed to address two screws which were found to have fractured approximately 5 months post-op. A posterior construct was added; the initial anterior construct was left in place. This is report one of two for this event.

Manufacturer narrative:
The provided x-ray images show that the screw fractured postoperatively; however, the device was not returned for evaluation so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. A labeling review was conducted for the screw and sufficiently describes that the reported event is a known risk.